Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 9/25/2017 with the following findings. During testing, it was observed that the battery compartment was cracked in two places. When the pump was powered on, it emitted a cs 069 call service alarm immediately. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a cs 069 call service alarm. This report is made based on results of investigation completed on (B)(6) 2017.